Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a dislodgement visually confirmed via imaging on the left ventricular (lv) lead, which resulted in a loss of capture. No intervention was performed to resolve the event due to the patient's current weight condition due to cancer. The patient was stable and will continue to be monitored.